Event description:
Customer reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, they observed foreign matter and gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: 100 retention samples from both lot #'s were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for foreign matter(fm) and gel air bubbles. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3222761, d4. Medical device expiration date: 31-aug-2024, h4. Device manufacture date: 10-aug-2023. D4. Medical device lot#: 3222765, d4. Medical device expiration date: 31-aug-2024, h4. Device manufacture date: 10-aug-2023.

Event description:
Customer reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, they observed foreign matter and gel air bubbles. There was no health impact or consequences reported.